Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected data- description of event or problem, initial reporter name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on an unknown date, the rods fractured at t12 level and screws broken at l5 level. Revision surgery to replace rods and extend construct to s1 and pelvis was performed. No problems during procedure. This is report 3 of 8 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). (01) (B)(4), (11) unknown, (10) (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Hospital: (B)(6). Date: (b(6) 2018. Present in theatre: yes. Name of surgeon: (B)(6). Product codes: (B)(4). Lot numbers - bdhs9sm, om8677, om8574, a11bfb3, ancb16. Impact to patient: revision surgery. Delay in procedure: none. Event details -rods fractured at t12 level and screws broken at l5 level. Revision surgery to replace rods and extend construct to s1 and pelvis. No problems during procedure. Awaiting collection of damaged/removed.